Event description:
Pt revised to address loosening in flexion. Poly wear was discovered intraoperatively.

Manufacturer narrative:
Exam of the submitted device revealed evidence suggesting joint instability. The investigation could not draw any conclusions about the root cause of the loosening. No evidence was found indicating product failure. A search of the complaint database did not show any other reports against the product lot code. No evidence was found suggesting product error was contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should add'l info be received, the investigation will be re-opened.